Manufacturer narrative:
The customer indicated the device was discarded. The catalog number provided is the international list number that was involved in the reported event, which is comparable to the domestic list number 12030. The domestic list number has a common device name of 80frn and has a 510k of k865060. The international affiliate was contacted and info on reprocessing of the device was requested. No response has been received. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported an adverse event while the device was in use following the tubing set needed to be reflushed. The tubing set was being used to deliver an unspecified solution. After an unspecified length of time in use, it was reported that, "the chamber of the tubing (cassette) emptied and needed to be reflushed. This induced a drop of arterial pressure." No specific pt info or event details were available. The tubing set and pump were replaced and the therapy was resumed. Multiple unsuccessful attempts have been made to obtain additional info, including specific pt info, clarification of event details, blood pressure measurements, and pt outcome hospira is continuing to investigate.